Manufacturer narrative:
Although there was no reported injury in this case, the available information suggests a malfunction in the device. Though still under investigation, varian has determined that a MDR is appropriate. Additional follow-up to this MDR is expected. (B)(4).

Event description:
The clamps holding the ion chamber had been torn out of their mounted position. One clamp had migrated to the other side of the machine and the ion chamber was sitting up on the pin on one side. There were no interlocks generated during treatment other than udr1/2 in the 2 photon energies. Electron treatment was still possible as dose rate was achieved in these energies, except 4e. The machine had been in treatment for 4 half days since completion of commissioning. Repairs have been effected. No injury was reported.